Manufacturer narrative:
Company report form states that surgeon performed a brostrom procedure during revision surgery, which indicates the patient had varus instability. Lateral ligament laxity may have contributed to the fractured implant. There were no deviations reported in the DHR for part no. 99-0028/11, lot no. 0908026. All released parts were within specification.

Event description:
Star total ankle replacement sliding core mobile bearing was exchanged due to implant fracture.